Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned proximal portion of the lead was performed. Bunching was noted on the terminal silicone sleeve and the conductor coils near the terminal end were stretched. Blood/body fluid was noted in the lumen of the lead. There was also electrocautery damage in the insulation and indents from the suture tie downs. Resistance testing was completed to assess lead electrical performance. Measurements throughout this test was within normal limits. Laboratory testing was unable to reproduce the reported clinical observations with the returned portion of the lead.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds, noise, oversensing, pacing inhibition, and impedance > 2000 ohms due to a fracture. The lead was surgically abandoned and a new lead implanted without issue. There were no additional adverse patient effects reported.

Event description:
Additional information received indicated that the lead was tested in both bipolar and unipolar configurations and the measurements were greater than 2,500 ohms. There were many stored episodes of noise and oversensing, however this did not result in pacing inhibition of greater than 2 seconds for the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Analysis of the returned portion of the lead is currently ongoing. This report will be updated upon completion of the analysis.